Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mmx50mm cup cat: rd118850 lot: 395740, m2a 38mm mod hd -3mm nk cat: 11-173661 lot: 130390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01209, 0001825034-2018-01742, 0001825034-2018-01743. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in revision operative notes that the patient underwent a total hip revision approximately 15 years post op due to osteolysis, malpositioning, and corrosion. The femoral head was removed and a small amount of taper corrosion was noted, but no structural damage was apparent to the femoral stem. There was a small pocket of osteolysis noted about the proximal femur; the acetabular side was noted to be significantly malpositioned in a retroverted manner. Attempts have been made and additional information on the reported event is unavailable.